Manufacturer narrative:
Deflation of right breast implant. Bilateral exchange with mentor devices. Original surgery was performed by dr in 2000 using hutchison hsl 0500cc saline-filled implants, which were filled to a volume of 0560cc(left) & 0540cc(right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor 0500cc devices. Product was rec'd inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified a breach on the anterior surface approximately 10mm in length. Pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. The breach is not a manufacturing fault.